Event description:
Additional information was received from the consumer 2019-04-19. It was reported that the patient received a replacement recharger, but she is unable to charge the ins. The patient also reports that the controller doesn't show the battery level when plugged into the ac power supply. The patient noted she did see a green light. The patient tried plugging the controller into the wall and unlocking the screen. The patient noted that the green light was flashing, but she was getting no device found. It was reviewed it sounded like the controller is recognizing it is plugged into a power source, so the patient was instructed to plug the recharger into the controller to further troubleshoot. The controller screen showed no device found (screen 16). The possibility of a discharged ins was reviewed. It was reviewed to attempt communication, start recharge session, optimize recharger antenna position on alert screen 50, and ensure the patient was using the lithium ion battery pack. The patient reported getting rm04 system problem. The patient unplugged the recharger and did a controller reset. The patient then tried to start charging the ins again and noted seeing screen 50. The patient reported that she kept seeing the passive recharge mode screens when attempting to charge the ins. The patient was redirected to their healthcare provider (hcp) to further troubleshoot and the patient indicated she would. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(4) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had received a new product and they were currently seeing the passive mode and had seen this three times. It was reported that all three values were showing 99. The rep reported these were previous values last time, but that they had seen different values earlier in the appointment. Actions taken prior to calling in today was three physician mode recharges were done. Troubleshooting done on the call was technical services had the caller position the recharger over the ins and press try again, disable the device and then enable it. It was indicated that the controller found the ins and reported having excellent recharge quality. It was indicated that the ins charge level was at 60 percent. It was reported that troubleshooting resolved the reported issue. No symptoms were reported. No further complications we re reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. It was reported that the patient was charging too often. The patient stated that their "monitor" was not staying charged enough and was completely dead yesterday. Upon further review patient services clarified that the patient meant the ins was the device that was dead. The patient was wondering if there was anything they could do to increase the time the ins would hold a charge and wanted to know if they had to carry the controller with them at all times. The patient said they were able to successfully charge both the controller and ins to 100%. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that rm04 was seen. Patient reported they were trying to charge the ins when this message appeared. Patient tried resetting controller by removing and re-inserting the battery pack or batteries. Patient reported they are now seeing no device found and indicated the last time they charged the ins was maybe a week ago. It was reported ins drains quickly. Patient reported they tried to charge their controller but was unable to. Patient reported they did a passive recharge and was seeing 95-95-95. No symptoms were reported at this time.